Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in an electrode and probe placement procedure, the plan for the depth electrode placement moved without prompt from the user. The representative reported that the plan was not grabbed while adjusting the 3d model in the application software, the plan was then reverted and the procedure was completed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Device serial number provided. Device manufacturing date provided. Additional information: attached with this submission is a copy of the response letter sent to the FDA on (B)(4) 2018 with regards to a FDA request for additional information that provides additional information and findings related to this MDR. 2300460000-2018-8033.